Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed stored episodes of non-sustained right ventricular over sensing caused by loss of capture. Subsequent programming interventions were made. There were no patient symptoms reported.